Event description:
Reporter stated that her daughter inserted a tampon and when she pulled her underwear down, the string was in her under and not attached to the tampon. Reporter stated that they had to go to the emergency room for 3 hours to get the tampon removed.